Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for medical device report# 8010047- 2020- 09735. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that since 6 years and 3 months have passed since manufacturing, it is considered the control board failed to be due to aging, attributing to no picture. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced asset monitor was returned to the service center. The evaluation found the green colored power light comes on but no image was displayed due to a defective bi board. The monitor was repaired back to standard specifications and returned to the asset inventory. A review of the service history shows the monitor was last serviced via repair on february 28, 2020. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During a standard service inspection of an asset return, the high definition liquid display monitor was found to display no image and a defective printed circuit board. There was no report of any problems associated with the device and there was no patient injury or harm reported.